Event description:
A ventilator was returned to the manufacturer due to a failure of the low voltage alarm test (section 9.0, plv 100 service manual). The device was not in patient use when the issue was identified and no patient harm or injury was alleged. The ventilator was evaluated by the manufacturer's service center and the low voltage alarm test failure was duplicated. The manufacturer is conducting an investigation and will file a follow-up report when it is completed.